Event description:
Customer reported experiencing low blood glucose readings. Customer's current blood glucose reading is 80 mg/dl and has treated with food. Customer stated that their low has gone down to 48 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the reservoir was showing more insulin than what is shown on the status screen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.